Event description:
Additional information was received from the patient. They called in and the agent reviewed that they have called about ins pain in the past. The agent asked: what did the doctor say when they reported it to them. The patient said it had been quite a while and the doctor told the patient it did not look swollen but it didn't hurt as bad then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient felt like their ins had moved. The patient also mentioned it had been real painful in their bladder and they had a lump somewhere in their "privacy". The patient used a heating pad on their bladder and the pain stopped. The patient also noted they had soreness at the implant site. The patient was advised to follow up with their healthcare provider (hcp) to discuss further.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.